Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06456. It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery. A 2.50x38 and 3.00x32 synergy ii drug-eluting stents were implanted to treat the lesion. However, less than 24 hours after the procedure, the patient returned to the catheterization laboratory with acute stent thrombosis. The patient had apparently been anticoagulated properly. The patient was recovering in the intensive care unit.